Event description:
The customer reported that they were experiencing dropouts with their mx40 device and a patient coded. The patient was cardioverted and recovered.

Manufacturer narrative:
(B)(4) . A follow-up report will be submitted upon completion of the investigation.